Event description:
It was reported during a follow-up session on (B)(6) 2013 the healthcare provider noticed the patient's device was turned off and the current could not be increased. It was also reported the clinician programmer alerted the healthcare provider to increase the pulse width, decrease the current, and it displayed an unknown error code. Two days later, it was reported the patient's device was interrogated and the healthcare provider received an out of regulation message and reported high impedances, greater than 20,000 ohms, corresponding to contact #6. It was reported the healthcare provider measured the impedances several times and "almost always they were normal" except for one measurement which had results greater than 20,000 ohms. It was also reported the patient received less than 50 percent therapy relief. The patient was reprogrammed and it was reported the patient recovered with no injury or adverse event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical product: product ID 3389, serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).